Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances and high pacing thresholds. The pacing impedances were not out of range but a lead issue was suspected. A revision procedure was performed and the pace/sense portion of the lead was surgically abandoned and replaced. The shocking coil remains in service. No additional adverse patient effects were reported.